Event description:
Knees locked up [knee lock] couldn't bend my legs [joint range of motion decreased] severe pain/ pain was excruciating/hurt like crazy/knees hurt all the time [knee pain] it got worse all night [condition aggravated] case narrative: this case is cross referred with the case 2018sa391168 (same patient). Initial information received on 17-dec-2018 regarding an unsolicited valid serious case received from a patient from united states. This case involves a 69 years old male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency his knees locked up, had severe pain/ pain was excruciating/hurt like crazy/ knees hurt all the time and couldn't bend my legs. The patient's past medical history, vaccination(s) and family history were not provided. Patient had been getting synvisc-one injections in my knees for five or six years and received injection in past one year ago also and it did not worked as well as synvisc. Synvisc has helped the patient in the past. On an unknown date, the patient started using intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency: unknown; lot - 8rsp006e) for osteoarthritis in both knees. On (B)(6) 2018, , patient had an injection in knees because it was due. On (B)(6) 2018, , the day after the injections, patient's knees locked up and he was in severe pain. The pain was excruciating. On the same day, patient could not bend his legs. It got worse all night and patient was up all night. The next morning, patient's wife got him in the car with the help of a cane and a 2 x 4. Patient received steroid injections and oral steroid pills which loosened his legs up where he could bend them as treatment. By 5:30 pm that night, patient could walk up and down the steps. It was reported that the patient never had a problem in the past. It had worked great. Patient did not want to take the third injection in the series. Also reported that the injection hurt like crazy. Patient's doctor suggested patient to have my knees replaced. Patient did not wanted to do that. Patient did not have an infection in knees. It was reported that the patient had taken antibiotics for a different part of body so that probably would have killed it if the patient had an infection. Also reported that the patient was about 80% better than the pain that the patient had right after the injections. May be the pain was the bone rubbing against the bone. Action taken: unknown. Patient received steroids, oral steroids for all events and cane for couldn't bend my legs the patient outcome is reported as recovering for severe pain/ pain was excruciating/hurt like crazy/ knees hurt all the time and couldn't bend legs and not recovered / not resolved for other events. Seriousness criteria: required intervention for all events and disability for couldn't bend my legs a product technical complaint (ptc) was initiated on (B)(6) 2018, for "synvisc". Batch number 8rsp006, global ptc number: (B)(4). The production and quality control documentation for lot 8rsp006 expiration date (30-apr-2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 8rsp006 no CAPA was required. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. As of (B)(6) 2018, there were 3 complaints on file for 8rsp006 and all related sublots. 2 complaints were on file for lot 8rsp006a: extrusion issue and adverse event report. 1 complaint was on file for lot 8rsp006e : adverse event report. Sanofi will continue to monitor complaints to determine if CAPA was required. Final investigation complete date was (B)(6) 2018. Additional information was received on 21-dec-2018 in the form of investigation summary. Ptc results and number were added.

Event description:
Knees locked up [knee lock]. Couldn't bend my legs [joint range of motion decreased]. Severe pain/ pain was excruciating/hurt like crazy/knees hurt all the time [knee pain]. It got worse all night [condition aggravated]. Case narrative: this case is cross referred with the case (B)(4) (same patient). Initial information received on 17-dec-2018 regarding an unsolicited valid serious case received from a patient from united states. This case involves a (B)(6) male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after unknown latency his knees locked up, had severe pain/ pain was excruciating/hurt like crazy/ knees hurt all the time and couldn't bend my legs. The patient's past medical history, vaccination(s) and family history were not provided. Patient had been getting synvisc-one injections in my knees for five or six years and received injection in past one year ago also and it did not worked as well as synvisc. Synvisc has helped the patient in the past. On an unknown date, the patient started using intra-articular hylan g-f 20, sodium hyaluronate (dose, frequency: unknown; lot - 8rsp006e) for osteoarthritis in both knees. On (B)(6) 2018, patient had an injection in knees because it was due. On (B)(6) 2018, the day after the injections, patient's knees locked up and he was in severe pain. The pain was excruciating. On the same day, patient could not bend his legs. It got worse all night and patient was up all night. The next morning, patient's wife got him in the car with the help of a cane and a 2 x 4. Patient received steroid injections and oral steroid pills which loosened his legs up where he could bend them as treatment. By 5:30 pm that night, patient could walk up and down the steps. It was reported that the patient never had a problem in the past. It had worked great. Patient did not want to take the third injection in the series. Also reported that the injection hurt like crazy. Patient's doctor suggested patient to have my knees replaced. Patient did not "wanted" to do that. Patient did not have an infection in knees. It was reported that the patient had taken antibiotics for a different part of body so that probably would have killed it if the patient had an infection. Also reported that the patient was about 80% better than the pain that the patient had right after the injections. May be the pain was the bone rubbing against the bone. Action taken: unknown. Patient received steroids, oral steroids for all events and cane for couldn't bend my legs. The patient outcome is reported as recovering for severe pain/ pain was excruciating/ hurt like crazy/ knees hurt all the time and couldn't bend legs and not recovered/ not resolved for other events. Seriousness criteria: required intervention for all events and disability for couldn't bend my legs. A product technical complaint was initiated and results were pending for the same.